Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 13.5 mm from the distal end. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. There were contact marks of the probe and jaw where the probe broke off. The ptfe pad was partially worn and deformed. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we have concluded that ptfe pad was worn by continuously activating output without grasping anything. Consequently, the probe and jaw came into contact, which caused scratches in both the probe and jaw. After that, since physician continued to use the device, the probe tip broke. This report is being submitted as a medical device report in an abundance of caution.

Event description:
During a thoracoscopic lobectomy, the probe tip of the subject device was broken and fell off inside the patient. The surgeon retrieved the broken piece. The procedure was completed with another device. There was no patient harm reported without this event.